Event description:
The pt contacted animas alleging that the pump was not responding to button presses. The pt claimed that the pump got caught on something and the keypad was torn off by the ok button. The pt admitted that the pump might have been exposed to moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.